Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, lot# 0204364533, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient programmer displayed a power on reset (por). The patient had a rechargeable implantable neurostimulator (ins) and they kept the ins charged. Follow up with the manufacturing representative indicated the por was not cleared and the patient was going into the clinic the following (B)(6) for further investigations. The patient had x-rays and a CT recently and they had gone through a body scanner at an airport, but the cause of the por was unknown. The por had only occurred once. The patient was getting some therapy, but less coverage and efficacy than before the por. At the patient¿s appointment on (B)(6) the ins was interrogated and impedances were acceptable. The manufacturing representative re-entered the lead data and activated the same program as before with minor adjustments and the patient¿s stimulation returned. A second program was added for lying down and the patient had good coverage and they were happy with the ins.